Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with normal operating currents and no unexpected low battery alarm was noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump had minor scratches on the display window, cracked display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed low battery, after the battery change, the insulin pump alarmed button error. The blood glucose reading is 400 mg/dl. Customer stated that she was sweating most of the day. The insulin pump will be replaced. Nothing further reported.